Event description:
It was reported to covidien on 08/07/2009 that a customer had an issue with an insulin syringe. Customer states that she has been a diabetic for 6 yrs. When she inserted the syringe into her stomach, she had to push a little extra hard to get it in and it felt a little weird. When she pulled the syringe out, the needle was missing. She went to the doctor and had the area x-rayed. The doctor was not concerned and told her to watch the area.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.